Event description:
It was reported that there was a connection issue between a titanium adapter and a transfer set. There was a gap between the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned however a photographic image was received and evaluated. A visual inspection of the image was performed and could not determine if the transfer set was nonconforming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The product for this complaint is the adapter not transfer set as previously mentioned. A visual inspection of the image was performed and could not determine if the adapter set was nonconforming. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.